Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer report number: 3005334138-2021-00198, 3008452825-2021-00172, 3008452825-2021-00171, 3005334138-2021-00197, 2184149-2021-00099. Several hours following a pulmonary vein isolation (pvi) ablation procedure, a pericardial effusion was noticed. Following the procedure, while using the ensite x in voxel mode a pericardial effusion was detected. During the procedure, the patient was in stable condition and the pvi was completed with no adverse patient consequences. Several hours after the procedure, the patient became hypotensive, and an echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient. The cause and location of the effusion remains unknown. Per the physician, the reported oversized shell involving the ensite x may have contributed to the effusion. The patient is currently in stable condition and has been discharged.